Manufacturer narrative:
The manufacturing date cannot be identified because the storage period of the device history report has expired. The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the scope image has a large defective pixel caused by a fault within the charge-coupled device; the water leakage test failed due to a leaking cable; and the scope coupler was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during the initial inspection of the device the camera head lights go on but do not connect to the system. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the scope image flickered on and off when the cable was moved due to a fault within the camera cable. Externally, the camera is in poor condition due to a kinked camera cable. This report is to capture the reportable malfunction of the scope image flickering when the cable was moved, as noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial mw - the manufacturing date is available. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the kink of the cable unit caused a partial disconnection of the cable, causing communication failure, and when the cable was moved, the image of the scope flickered. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.